Manufacturer narrative:
Conclusion: after investigation the complaint is confirmed for damage to the cannula body in the wire wound area. It is possible this issue is the result of the user tightening the wire around the wire wound portion of the cannula body because one of the areas of damage is in the location of the suture. There was no evidence of delamination in the cannula body that would cause or contribute to the damage observed. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects because of this occurrence. Medtronic has made its supplier aware of this occurrence and will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a dlp malleable single stage venous cannula, it was reported that at the end of a surgery, a silk thread of the cannula was damaged. Photos of the device were received, showing apparent damage to the cannula in the location of the sutures. There was no patient impact associated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: visual inspection showed evidence of damage/split at the location of the suture. Additional visual inspection showed two additional locations of damage. The reason for return was confirmed. Additional information b5: medtronic received additional information that the device was used, during surgery everything was fine, there were no problems and the cannula drainage was correct. Upon removal of the cannula at the end of the procedure, the surgeons found that it broke at the points where it had been fixed with the silk thread. The customer stated that it could potentially have been a catastrophic event for the patient if the cannula had been completely broken and the distal portion of the cannula had migrated into the patient¿s circulation. Regarding the outer box, the cannulas do not reach the surgical block in boxes (it is removed at the pharmacy). However, the inner packaging was in perfect condition with the original packaging and without breaks affecting the sterile barrier. The cannula was not re-sterilized. The cannula was not heated or cooled prior to use. There was no patient blood loss as a result of this and no transfusion was required. Correction b5: there was no adverse patient effect associated with this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.